Event description:
The aspiration function of this system failed during a cataract extraction procedure. Modes were changed and aspiration was able to again be activated. In addition, linear coagulation remained activated without use of the foot pedal.